Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot: a manufacturing record evaluation was performed for the finished device lot number qlmjda, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the lot number for the involved device. Lot # qlmjda please provide the procedure name and date. Mohs micrographic surgery (B)(6) 2021 did the patient experience any adverse consequences due to this issue? No adverse consequence, device was not used.

Event description:
It was reported that a patient underwent a mohs micrographic surgery on (B)(6) 2021 and suture was used. During the procedure, it was noted that a different suture/needle was in the package than what was expected. The device was not used on the patient. There were no adverse patient consequences reported. No additional information was reported.